Event description:
The manufacturer received information alleging a ventilator's tidal volume was high. There was no harm or injury reported. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and overhead blower filter need replaced to address the issue.